Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 11:30pm with blood glucose was 825 mg/dl. The current blood glucose is 190 mg/dl. The customer treated their high blood glucose with syringe and insulin pump, intravenous insulin drip. The customer was wearing insulin pump during hospitalization. The customer reported that the insulin pump received replace battery now alarm without low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device trace download analysis confirmed the device alarmed low battery alert, power loss alarm, replace battery alert, replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert, power loss alarm, replace battery alert, replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Device received with stained serial number label. Device received with minor scratched display window, case and keypad overlay. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.